Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide a correction to a previous report to remove information that was erroneously submitted. Also, the h6 codes were erroneously duplicated in the previous report. H11 should have read: updated: b5, h2, h6, h11. Based on the results of the investigation and historical data, possible causes include the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rhino-laryngo videoscope exhibited the ccd objective lens had crystallization. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.